Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the intraocular lens (iol) in the operating room (or), a black particle was noticed on the lens. The complaint lens was not implanted nor did it have patient contact.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return lens was visually inspected under a microscope. The haptics were observed positioned and in good conditions. The lens was observed with white particles and fibers in the optic zone and on the haptics, but there were no black particles observed in the optic zone or on the haptic. Therefore, the reported complaint of black particle on the intraocular lens is unconfirmed. A review of the directions for use (dfu) was conducted. The dfu states the following: open the peel pouch and remove the lens in a sterile environment. Examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. The directions for use adequately provides instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.